Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in norway. It was reported that, the patient encountered cannula detachment from the infusion set event. The patient had been experiencing persistently high blood glucose levels on (B)(6) 2025. To address the high blood glucose, the patient utilized both an insulin pen and the pump for treatment. No further information available.